Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6013443, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6013443. The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot: 6013443 was manufactured according to the work instruction (wi) version 77 and manufactured in the multivac 12 on 21-may-2025, with a total of (B)(4) units. Were recorded related to complaint code. The assembly, lot: 5e03489 was manufactured according to the (wi) version 30 and manufactured in the quickset line, on 21-may-2025, with a total of (B)(4) units. The assembly, lot: 5e03490 was manufactured according to the (wi) version 30 and manufactured in the quickset line, on 21-may-2025, with a total of (B)(4) units. The assembly, lot: 5e01997 was manufactured according to the (wi) version 26 and manufactured in the quickset line, on 09-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot: 5e01608 was manufactured according to the (wi) version 42 and manufactured in the gluing machine mp04 - mp05, on 18-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot: 5e01603 was manufactured according to the (wi) version 42 and manufactured in the gluing machine mp04 - mp08, on 17-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot: 5e03165 was manufactured according to the (wi) version 42 and manufactured in the gluing machine mp04 - mp08, on 19-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot: 5e00294 was manufactured according to the (wi) version 42 and manufactured in the gluing machine mp04 - mp08, on 07-may-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: (wi) guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. (Wi) guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. (Wi) guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) due to hyperglycemia on (B)(6) 2025. Blood glucose level at the time of event was 441 mg/dl and it was treated with intravenous (IV) fluids of insulin and injections. Patient also had symptoms of tiredness/ weakness and was not feeling well. Length of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013443, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6013443. The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013443 was manufactured according to the work instruction (wi) version 77 and manufactured in the multivac 12 on 21-may-2025, with a total of (B)(4) units. Were recorded related to complaint code. The assembly, lot 5e03489 was manufactured according to the wi version 30 and manufactured in the quickset line, on 21-may-2025, with a total of (B)(4) units. The assembly, lot 5e03490 was manufactured according to the wi version 30 and manufactured in the quickset line, on 21-may-2025, with a total of (B)(4) units. The assembly, lot 5e01997 was manufactured according to the wi version 26 and manufactured in the quickset line, on 09-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e01608 was manufactured according to the wi version 42 and manufactured in the gluing machine mp04 - mp05, on 18-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e01603 was manufactured according to the wi version 42 and manufactured in the gluing machine mp04 - mp08, on 17-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e03165 was manufactured according to the wi version 42 and manufactured in the gluing machine mp04 - mp08, on 19-may-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e00294 was manufactured according to the wi version 42 and manufactured in the gluing machine mp04 - mp08, on 07-may-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with:wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.